Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded high, out-of-range pacing impedance measurements on the left ventricular (lv) lead of 2037 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedances, and the impedance trend shows a gradual increase until the safety switch occurred. The presenting electrocardiogram shows the device is operating as programmed. Further review is recommended. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded high, out-of-range pacing impedance measurements on the left ventricular (lv) lead of 2037 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedances, and the impedance trend shows a gradual increase until the safety switch occurred. The presenting electrocardiogram shows the device is operating as programmed. Further review is recommended. This device remains implanted and in service. No adverse patient effects were reported. Additional information: reprogramming changes were made at the last in clinic follow-up. Since then, the lv lead performance has remained stable with normal daily measurements observed. The patient will continue to be monitored via latitude (remote monitoring). This device and the related lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.